Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the malfunctioning pump, which successfully resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support should the malfunction code reappear, and they confirmed their understanding of these instructions.